Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. During closure of the skull, after using the pin cutter, the upper disk of the product came off. There is no harm to the patient. Three sized of device reported to be used on the patient include products reported in the follow medwatch reports: 2916714-2016-00492, 2916714-2016-00495, 2916714-2016-00496.

Manufacturer narrative:
Investigation: used test and analysis equipment; keyence-vhx 600 d microscope; panasonic dmc tz8 digital camera. We made a visual inspection of the spring segments of the upper disc and the pin on the lower disc. At the pin of the lower disc we noticed impacts, caused by the spring segments of the upper disc. The position of those impacts leads to the assumption that the upper disc was positioned skewed. The different bending at the spring segments of the upper disc support this assumption. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: some of the spring segments are bent, this is a clear hint for a handling error (upper disc slanted applied/handling with wrong instruments, etc.) No CAPA is necessary.